Event description:
It was reported that the patient had their implantable neurostimulator (ins) replaced shortly after it was implanted after they went through an airport and was ¿zapped¿. The patient stated that they have had horrible back pain since 1986 and had rods put in. They also noted that they had ¿many implants¿ but those were replaced due to normal battery depletion. There were no further details, interventions, or outcome reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# l45132, implanted: (B)(6) 1997, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1996, product type: programmer, patient. (B)(4).